Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the hyperglycemia. The user reported a dislodge cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occured. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2014 her blood glucose, carbohydrate intake and insulin history. The pod was deactivated at 8:46 am, she then realized the cannula was slightly bent and it was no longer inserted into the infusion site. She was able to activate a new pod.